Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the high voltage therapy was disabled on (B)(6) 2017. The patient presented in clinic on (B)(6) 2018. The implantable cardioverter defibrillator was unable to be interrogated. The patient was admitted to the hospital following a cardiac arrest and received external defibrillation. Premature battery depletion was suspected. Device replacement was discussed. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
New information states that the patient was stable post procedure.

Event description:
New information noted that the device was explanted on (b)(6 2018. The device had reached end of life. No additional information was reported.